Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), headache ("headaches") and autoimmune disorder ("subclinical auto immune disorder"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered autoimmune disorder, fatigue, headache and pelvic pain to be related to essure administration. The reporter commented: I have been over the years to the doctor countless times. Not a single never gp (general practitioner) or doctor knows what these devices are and the problems they have caused. Here in canada there is not a doctor that will remove these awful things without doing a full hysterectomy (I do not want). Pain management and trying to find the energy to live has been hard enough. Each and every single woman implanted should have been offered a settlement to do what they would lime to fix I. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), headache ("headaches") and autoimmune disorder ("subclinical auto immune disorder"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered autoimmune disorder, fatigue, headache and pelvic pain to be related to essure administration. The reporter commented: I have been over the years to the doctor countless times. Not a single never gp (general practitioner) or doctor knows what these devices are and the problems they have caused. Here in canada there is not a doctor that will remove these awful things without doing a full hysterectomy (I do not want). Pain management and trying to find the energy to live has been hard enough. Each and every single woman implanted should have been offered a settlement to do what they would lime to fix I. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), headache ("headaches") and autoimmune disorder ("subclinical auto immune disorder"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered autoimmune disorder, fatigue, headache and pelvic pain to be related to essure administration. The reporter commented: I have been over the years to the doctor countless times. Not a single never gp (general practitioner) or doctor knows what these devices are and the problems they have caused. Here in canada there is not a doctor that will remove these awful things without doing a full hysterectomy (I do not want). Pain management and trying to find the energy to live has been hard enough. Each and every single woman implanted should have been offered a settlement to do what they would lime to fix I. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.